Event description:
It was reported that the customer overdelivered insulin with a bolus and had given himself too much insulin at once. The blood glucose reading was 172 mg/dl. The customer's mother requested an insulin pump referenced in the voluntary recall notice regarding the scroll wrap feature. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot, and stained end cap sticker.